Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the posterior and anterior needle did not catch the cup. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H3: device evaluated by manufacturer should have been "yes" h3: the device evaluation summary should have been "yes" h3: removed statement device evaluation anticipated, but not yet begun.